Event description:
Patient presented to the physician with sore throat, difficulty swallowing, and pain on the right side of the body since the implant procedure. Patient reported pain extending from the forehead, behind the right ear, along the jawline, and down to the clavicle. Physician prescribed pain medication, muscle relaxers, and referred the patient to physical therapy for further evaluation and treatment.